Manufacturer narrative:
Explant for unk reason.

Event description:
The explant of this lead is unk. A biotronik rep found the lead on a hospital shelf. There is no record of a lead change in any of the programmers in the group. No competitor has any record of any implant in this pt. On (B)(6) 2010 - after review of the available info (obtained from (B)(6) to (B)(6) 2010), it was decided this should be a reportable event. Should add'l info becomes available to us, this report will be updated.